Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ catheter IV disconnected from the hub. The following information was provided by the initial reporter: it was reported by the representative that the IV disconnected from the hub, bleeding from site, no flashback, needle is too long and flimsy, multiple re-sticks, and adhesive is insufficient. Verbatim: IV equipment failure; IV becomes unhooked from the hub, bleeding from the site. IV cannula and needle too long and flimsy at 2nd IV start. Blood flash was indistinguishable, and IV needed to be attempted 3 times before successful start. Adhesive window dressing has a slit which does not cover the connection between cannula hub and tubing extension, allowing it to become disconnected and bleeding from the IV site when pt was alone in the room.